Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 9x29x80mm omnilink elite stent was deployed; however, difficulty removing the delivery catheter through a 6fr sheath was felt. The balloon became stuck in the sheath. The delivery catheter and sheath were removed. No additional treatment was reported and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
The device used in the procedure was a 9x29x135cm omnilink elite, not a 9x29x80mm omnilink elite as initially reported.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed on other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. It is likely that the balloon profile became compromised after the inflation and stent deployment resulting in the difficulty retracting the balloon back into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.